Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe and persistent pelvic pain') and autoimmune disorder ('autoimmune disorder') in a 40-year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (7 ((B)(6) 1994;(B)(6) 1999;(B)(6) 2006;(B)(6) 2007;(B)(6) 2009)) and parity 5 (((B)(6) 1994;(B)(6) 1999;(B)(6) 2006;(B)(6) 2007;(B)(6) 2009)). *never smoker. Previously administered products included for an unreported indication: mirena, iud and yasmin pills from 2001 to 2003. Concomitant products included estrogens conjugated (premarin) since 2018 for hormone replacement therapy as well as ciprofloxacin hydrochloride (ciprofloxacin hcl), naproxen and prednisone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"), menorrhagia ("heavy menstrual cycle"), vaginal haemorrhage ("spotting") and night sweats ("night sweats"). In 2011, the patient experienced migraine ("migraines"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced vitamin d deficiency ("vitamin d deficiency"), anaemia ("anemia") and vitamin b12 deficiency ("vitamin b12 deficiency"), 5 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding /my pain & bleeding was excruciating."). On an unknown date, the patient experienced pain ("pain"), hypoaesthesia ("leg numbness"), stomach pain ("stabbing pain sides and stomach/painful spasms and twitching on my stomach"), abdominal pain lower ("bad cramps"), ovulation pain ("painful ovulation"), loss of libido ("no sex drive"), breast pain ("pain on breast"), back pain ("back pain/low back pain"), arthralgia ("hip pain/ pain in hip joints"), nausea ("nausea"), dysgeusia ("metallic taste"), dizziness ("dizziness"), headache ("headache"), dry eye ("dry eyes"), tooth disorder ("dental issues"), alopecia ("hair lost"), abdominal distension ("severe bloating"), gastric disorder ("stomach issues"), stomach cramps ("stomach pain/painful spasms and twitching on my stomach"), head pain ("head pain"), pain in extremity ("legs pain"), psoriasis ("psoriasis on scalp"), rash ("rash on knuckles and upper arms"), pruritus ("itchy skin on hands"), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycle") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain"), uterine leiomyoma ("uterine fibroids") and smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (she had oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pain, ovarian cyst, menorrhagia, vaginal haemorrhage, hypoaesthesia, stomach pain, abdominal pain lower, ovulation pain, loss of libido, breast pain, back pain, arthralgia, nausea, dysgeusia, dizziness, headache, dry eye, tooth disorder, weight increased, alopecia, abdominal distension, gastric disorder, migraine, vitamin d deficiency, stomach cramps, head pain, pain in extremity, rash, pruritus, autoimmune disorder, night sweats, menstruation irregular, uterine leiomyoma, smear cervix abnormal, urinary tract infection, anaemia and vitamin b12 deficiency had resolved and the psoriasis, genital haemorrhage and perineal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, breast pain, dizziness, dry eye, dysgeusia, gastric disorder, genital haemorrhage, headache, hypoaesthesia, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, night sweats, ovarian cyst, ovulation pain, pain, pain in extremity, pelvic pain, perineal pain, pruritus, psoriasis, rash, smear cervix abnormal, stomach pain, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency, weight increased, head pain and stomach cramps to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ severe and persistent pelvic pain') and autoimmune disorder ('autoimmune disorder') in a (B)(6) year-old female patient who had essure (batch no. 809011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (7 (B)(6) and parity 5 (B)(6). *never smoker. Previously administered products included for an unreported indication: mirena, iud and yasmin pills from 2001 to 2003. Concomitant products included estrogens conjugated (premarin) since 2018 for hormone replacement therapy as well as ciprofloxacin hydrochloride (ciprofloxacin hcl), naproxen and prednisone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced ovarian cyst ("ovarian cyst"), menorrhagia ("heavy menstrual cycle"), vaginal haemorrhage ("spotting") and night sweats ("night sweats"). In 2011, the patient experienced migraine ("migraines"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and urinary tract infection ("uti"). On (B)(6) 2017, the patient experienced vitamin d deficiency ("vitamin d deficiency"), anaemia ("anemia") and vitamin b12 deficiency ("vitamin b12 deficiency"), 5 years 8 months after insertion of essure. On (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding /my pain & bleeding was excruciating."). On an unknown date, the patient experienced pain ("pain"), hypoaesthesia ("leg numbness"), stomach pain ("stabbing pain sides and stomach/painful spasms and twitching on my stomach"), abdominal pain lower ("bad cramps"), ovulation pain ("painful ovulation"), loss of libido ("no sex drive"), breast pain ("pain on breast"), back pain ("back pain/low back pain"), arthralgia ("hip pain/ pain in hip joints"), nausea ("nausea"), dysgeusia ("metallic taste"), dizziness ("dizziness"), headache ("headache"), dry eye ("dry eyes"), tooth disorder ("dental issues"), alopecia ("hair lost"), abdominal distension ("severe bloating"), gastric disorder ("stomach issues"), stomach cramps ("stomach pain/painful spasms and twitching on my stomach"), head pain ("head pain"), pain in extremity ("legs pain"), psoriasis ("psoriasis on scalp"), rash ("rash on knuckles and upper arms"), pruritus ("itchy skin on hands"), autoimmune disorder (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycle") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain"), uterine leiomyoma ("uterine fibroids") and smear cervix abnormal ("abnormal pap smear"). The patient was treated with surgery (she had oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pain, ovarian cyst, menorrhagia, vaginal haemorrhage, hypoaesthesia, stomach pain, abdominal pain lower, ovulation pain, loss of libido, breast pain, back pain, arthralgia, nausea, dysgeusia, dizziness, headache, dry eye, tooth disorder, weight increased, alopecia, abdominal distension, gastric disorder, migraine, vitamin d deficiency, stomach cramps, head pain, pain in extremity, rash, pruritus, autoimmune disorder, night sweats, menstruation irregular, uterine leiomyoma, smear cervix abnormal, urinary tract infection, anaemia and vitamin b12 deficiency had resolved and the psoriasis, genital haemorrhage and perineal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anaemia, arthralgia, autoimmune disorder, back pain, breast pain, dizziness, dry eye, dysgeusia, gastric disorder, genital haemorrhage, headache, hypoaesthesia, loss of libido, menorrhagia, menstruation irregular, migraine, nausea, night sweats, ovarian cyst, ovulation pain, pain, pain in extremity, pelvic pain, perineal pain, pruritus, psoriasis, rash, smear cervix abnormal, stomach pain, tooth disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency, weight increased, head pain and stomach cramps to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event genital bleeding and perineal pain, event onset date and concomitant medication updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.